Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no data from sensor occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of no data from sensor could not be determined. A root cause could not be determined.